Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the midwife stitched the perineum wound, the absorbable surgical suture was broken and the suture was replaced immediately and caused patient pain.